Event description:
Customer called professional services stating that the blue towels that are loose in the pack have fibers which shed during the procedure. Dr. Chife eye surgeon, says he observed "a fiber in the anterior chamber of a post op cataract pt" during the first day post op visit. He believes the fiber came from the towel. This fiber is causing no problems and no extra medical or surgical intervention has been necessasry to date.